Event description:
Customer stated that the ultra-tight proxabrush tip broke off and they believe that they might have swallowed the tip as they were unable to locate it. Customer had used this brush for about 3 days.